Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015 to claim no audio output on (B)(6) 2015. Patient's father tested the alert functionality and reported the alerts were not functioning correctly. Patient's father did not report any injuries or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. A visual inspection was performed and found no defects. Receiver data log was downloaded and no errors were observed. Device failed functional testing. Further tests showed that the speaker is defective. The root cause was determined to be an assembly error.